Manufacturer narrative:
Date of event is estimated. A patient's ipg reached end of life was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient's ipg reached end of life (eol) and was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.